Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature steadily climbed from 37c to 41c in the sensica device over a few hours while using the temperature sensing foley catheter. Nurse stated that the axillary and oral temperature did not rise. The nurse switched out the sensica unit and temperature cables and still saw a similar 41c reading. Later the patient needed to go to surgery so both sensica units were given to the onsite team and tested with temperature keys, and each read the temperature keys correctly. The nurse put the patient on a third sensica system and still read 41c after surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature steadily climbed from 37c to 41c in the sensica device over a few hours while using the temperature sensing foley catheter. Nurse stated that the axillary and oral temperature did not rise. The nurse switched out the sensica unit and temperature cables and still saw a similar 41c reading. Later the patient needed to go to surgery so both sensica units were given to the onsite team and tested with temperature keys, and each read the temperature keys correctly. The nurse put the patient on a third sensica system and still read 41c after surgery.

Event description:
It was reported that the temperature steadily climbed from 37c to 41c in the sensica device over a few hours while using the temperature sensing foley catheter. Nurse stated that the axillary and oral temperature did not rise. The nurse switched out the sensica unit and temperature cables and still saw a similar 41c reading. Later the patient needed to go to surgery so both sensica units were given to the onsite team and tested with temperature keys, and each read the temperature keys correctly. The nurse put the patient on a third sensica system and still read 41c after surgery.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿insufficient seal¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostics purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.